Manufacturer narrative:
The device was returned to the manufacturer on 08 mar 2022. The device evaluation and investigation have begun, but have not been completed. A supplemental MDR will be submitted when the device evaluation and investigation are complete.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician attempted extraction of both leads, using a spectranetics 16f glidelight laser sheath. The physician then switched to a spectranetics 13f tightrail sub-c rotating dilator sheath on the two leads. While working to remove the ra lead, the tightrail sub-c device became stuck on the lead, requiring additional intervention to remove the device from the lead, but was successful (MDR #1721279-2022-00048). The 16f glidelight device was used again, and the ra lead was successfully extracted. Attempting removal of the rv lead, the physician used the 16f glidelight device, then switched to a spectranetics tightrail (long) device. This device became stuck on the rv lead, at the area of the lead's superior vena cava (svc) coil, requiring intervention to remove the device from the rv lead, but was successful. Once out of the body, there was dense, calcific tissue visible at the distal tip of the tightrail (long) device. After this, the physician alternated devices in order to extract the rv lead, using the 16f glidelight device and then a new tightrail (long) device was opened and used to successfully extract the rv lead. The procedure was completed, with no reported patient harm. This report captures the tightrail (long) device present on the rv lead when it became stuck on the lead, requiring intervention for lead removal.

Manufacturer narrative:
G3): device evaluation and investigation were completed on 13 apr 2022. H3): the device was evaluated by a cross functional team. The device''s shaft held a severe shape set and crepitation was felt the entire length of the shaft. The blades were retracted, unevenly dropped, and not concentric with the device''s outer band, and biologics were present in this area. No foreign objects were seen in the device''s distal tip. X-ray of the device confirmed no foreign objects were present within the shaft of the device. With the handle halves separated, minimal biologics were seen inside the device and the inner mechanisms showed normal to heavy wear. Biologics were seen on the barrel and sleeve, causing resistance during rotation of the sleeve around the barrel. The drive shaft was unable to be manually actuated. The device was soaked, ultrasonic cleaned and re-evaluated, with biologics still felt within the shaft and observed within the distal blades of the device. With manual actuation, the blades still would not extend and retract, and the shaft did not appear herniated. After re-soaking and cross sectioning the device, the guide pin at the distal tip was worn 25-30% from the distal end and the cam track was in good working condition. There were no foreign objects in the shaft or distal tip and there was no damage observed to the device''s shaft. A mechanical lock up of the dilating mechanism at the distal tip of the device was confirmed. H6): based on the device evaluation and investigation, the mechanical lock up prevented the dilating mechanism from rotating and extending, which was the cause for the trigger mechanism failing. It has been determined that excessive biological buildup in the device''s shaft was the cause for the tightrail device to become stuck on the lead.